Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system did not initiate a scan, or the scan got terminated due to x-ray generator error. A system reboot was needed to resolve the problem. The impact of failure was reported to be a pre-existing issue in x-ray generator and not related to hardware components under test. The probability of occurrence was reported as 'low'. The user impact was medium, and the patient impact was negligible. At a worst case, a reboot would be required, and this could result in a maximum of a 6-minute delay in therapy. This issue resulted in 5 failures out of 528 total test cycles executed across two samples. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). A090501: unable to complete spins a1102: xray generator error h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.